Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown.

Event description:
Synthes (B)(6) service and repair coordinator reported that the small battery drive was overheating while advancing the wire. Sales consultant later stated that during plastic surgery small battery drive was heating up during insertion of a k-wire. The k-wire was also spinning freely in the unit while attempting to insert it. There was 2-3 minutes delay in the procedure to open another sterile unit. Surgery was completed successfully without any medical intervention required. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes (B)(6) service and repair coordinator reported complaint late. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. The lot number cannot be confirmed for this device. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint that the unit is overheating was confirmed. The device was tested and the complaint was duplicated. Also it was noted that it makes loud unusual noise, trigger is sticky, and coupling head is worn. Evidence indicates this is due to usage wear over time. Placeholder.